Event description:
The ge oec 9800 fluoroscopy system was reported to have poor image quality. Images reported to be blurry.

Manufacturer narrative:
A ge oec service representative investigated the issue and focused the camera to specifications and replaced the right monitor. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.